Event description:
It was reported that a progav shunt system (part # fv434t) was implanted during a procedure performed on (B)(6) 2012. According to the complainant, the shunt system was believed to be operating in overdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 152 centimeters (cm). Weight: (B)(6) . Gender: unknown.

Manufacturer narrative:
Investigation: visual inspection: deposits on the catheter . Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a (B)(4) computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our examination results, we can determine deposits in the progav and shunt assistant . The deposits do not affect the functional characteristics at the time of the examination. At the time of the examination, we are unable to determine how the mentioned functional impairment occurred. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from (B)(4). No further regulatory actions are required from our point of view.